Event description:
A physician reported that leakage was occurred from the cassette resulting in a priming test failure during calibration cataract surgery (with intraocular lens implant). The surgery was successfully completed after replacing the product with another one. Patient harm was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Visual inspection of the returned sample confirmed no damage. A cassette leakage test was performed using an external air source and no leakage was detected. A calibrated console representing the current software version was used to test the sample. The sample could prime and tune with the handpiece successfully. Fluid flowed from balanced salt solution to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. The cleaning process was able to be performed after functional test was completed. The sample passed functionality. We were unable to replicate the customer's experience during laboratory evaluation. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).